Manufacturer narrative:
The device was received in the not deployed position. The device was reset and the data was downloaded. No communication errors were observed during reset. Inspection of the device found no damages or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Symptoms reported include nauseous, chest pain, vomiting blood and not being able to eat. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was diagnosed with dka as well as a gastonia intestinal hemorrhage. The patient was treated with medication until they were no longer in dka. The patient was released from the hospital after 6 days.